Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was 135 mg/dl at the time of the incident. Troubleshooting steps were guided for power error detected alarm. During second call power error detected alarm within 4 hours of troubleshooting the previous occurrence. Notification light stop flashing immediately after battery change. The insulin pump will not be returned for analysis.